Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7139907/7139960.

Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) site. The patient was prescribed with antibiotics and underwent an explant procedure. All device components were removed and discarded by the medical facility.